Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>b3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient reported receiving great coverage.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient reported receiving great coverage.